Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old caucasian female patient underwent a breast augmentation revision with a 300cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. As a result, the patient is to undergo explantation on (B)(6) 2022.

Manufacturer narrative:
On december 27, 2022, mentor received additional information regarding the patient's diagnosis, weight, and date of device explantation. It was reported that the breast breast prosthesis was not ruptured for the left side; it was reported to be intact. However, it was reported that the patient experienced capsular contracture (baker grade unknown). Section h6 has been updated to reflect this additional information. The patient's weight was updated to 127 lbs. The device date of explantation has been updated to december 14, 2022. On january 04, 2023, the mentor failure analysis lab has received the device for evaluation. On january 10, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 300cc returned device. The mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).